Event description:
The customer reported that she experienced consecutive high bg readings (378-446mg/dl) within the first day of activating the pod, which prompted her to administer a bolus as well as a manual insulin injection. Her bg successfully lowered over the following four hours. When the pod was removed, she observed "noticeable kinking on the cannula"; despite the kink, no alarm had been initiated. The pod will be returned for eval.

Event description:
Customer's wife reported a hypoglycemic episode where the customer required intervention. Customer was "off balance" and was found in the kitchen on the floor. Wife called the (B)(6) and either right before or while she was on the phone with the va nurse, the wife obtained a reading of 116 mg/dl on the customer with his meter. Wife attempted to treat the customer with honey but customer could not get the honey in his mouth. She then tried brownies and sugar water. The customer was able to consume this and get into the car to drive to the (B)(6) hospital 90 miles away. While in route to the (B)(6), the customer had brownies, a (B)(6), and more honey. Wife reports that the customer tested at 230 mg/dl upon arrival at the (B)(6). The reading of 116 mg/dl did not match the customer's symptoms. Requested return of suspect device and replacement was sent.